Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-05676. On (B)(6) 2014, the pt received two trail leads. Four days later the leads and sutures were pulled out of the pt's back due to the trial cable being yanked. As a result, the pt went to the ER and his wounds were cleaned. Afterwards, he was sent home without incident. The pt will meet with his doctor to have his wounds checked.